Event description:
It was reported that the tenaculum forceps instrument was not recognized by the da vinci si surgical system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint on instrument not recognized by system is not confirmed. Observed finding: grib cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Also, instrument was found with frayed pitch cable at distal idler. No damage found on pulley and clevis. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.